Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a reoccurring problem where they would obtain questionable low results one day and then go days without any problems. The customer believed that this starting occurring as early as (B)(6) 2017. The customer provided 4 test results that happened on (B)(6) 2017, of which 2 were a reportable malfunction. For gluc3 glucose hk the initial result was 4 mg/dl with a repeat result of 189 mg/dl. For albumin (specific method not provided) the initial result was 0.3 with a repeat result of 4.1, units requested but not provided. For phos2 phosphate (inorganic) ver.2 the initial result was < 0.3 with a repeat result of 3.0, units requested but not provided. The repeat results are deemed to be correct. The initial results were not reported outside of the laboratory. There were no adverse events. The glucose, albumin, and phosphate reagent lot information and expiration date were requested but not provided. The demographics for 2 separate patients were provided. It is not know which test results match up with what patients, but clarification has been requested. Patient #2 is an (B)(6) year old female with a date of birth of (B)(6) 1934. The investigation is currently ongoing.

Manufacturer narrative:
The field engineering specialist (fes) found a faulty gear pump head. He replaced the gear pump head and adjusted the pressure. Further investigation showed that the fes service activities had resolved the issue. A historical query for this site was performed and no new or past escalated complaints of this nature on any like instruments were found for the past 12 months. For the error causing part there was no abnormal trend found over the past 90 days. Weight and weight units were updated. Updates: the glucose data applies to patient #1 ((B)(6)). The albumin data applies to patient #2. There was no clarification provided for the phosphorus data. Evaluation summary was updated.